Event description:
It was reported that during a conversation with an abbott representative, the physician mentioned that during a procedure approximately two years ago, the xience stent dislodged in the severely tortuous/calcified left anterior descending artery. The physician was able to retrieve the stent using an unspecified method. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.